Event description:
It was reported that insulin was leaking from the reservoir of the insulin pump. The customer was experiencing high blood glucose and they decided to change the reservoir, at which time insulin was discovered in the reservoir compartment. Also, the caller stated that when the customer removed the infusion set from their body, there was blood at the sire of insertion and on the tip of the cannula. The customer's blood glucose was 304 mg/dl. The caller stated that the reservoir was used. The customer stated that the leak was passed the second o-ring of the reservoir. There were no air bubbles present in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.